Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/on power, low battery or failed battery test alarms noted. The pump had intermittent button response due to corroded keypad traces. The pump had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 241 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.